Event description:
A hydratome sphincterotome was going to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure(gender, age, weight unknown). According to the complainant, prior to the procedure, upon opening the package, it was noted that the device was bent and deemed unusable. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A device history record review of lot number 11655700 was performed and revealed no issues.